Manufacturer narrative:
Fractured screw mentioned in the event description above is captured under (B)(4) and currently not reportable due to FDA malfunction variance e1998009. Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k011028, k013227. Device remains implanted.

Event description:
It was reported that after removing a fractured screw, a broken implant (tsvh13) was noticed after further examination. Doctor is reluctant to remove the implant and implant remains implanted at the time of this report. Tooth location 4.

Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 04 and was implanted in the patient's mouth in the year 2006. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (60484404). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (60484404) and no other complaints about nonconforming products were identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (tsvh13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.